Event description:
During a second dilatation to a mildly calcified and tortuous sfa lesion, the balloon ruptured at three atmospheres on its first inflation. The lesion was 90% stenosed. There were no reported adverse consequences to the patient. The lesion had been previously dilated with another savvy (4mmx2mm, lot unk) and the physician used ivus to check the lesion. He decided the lesion needed additional dilatation, so he used this savvy superlong. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. The procedure was finished with no additional treatment. As per the reporting affiliate, no additional patient or procedural information is available. The intended procedure was pta of an sfa lesion. The vessel was described as mildly calcified and tortuous with a 90% stenosis with a savvy balloon. After ivus was performed the physician decided to dilate the lesion again with a second savvy balloon, superlong. During the first inflation the balloon ruptured at three atmospheres. There were no reported adverse consequences to the patient. It was reported that the product appeared perfect during pre-use inspection and no anomalies were noted during prep. No additional patient, lesion or procedural information is available. No product was returned for analysis. The manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of the reported balloon burst could not be determined without the actual involved product returned. Conclusion: in this case lesion/vessel characteristics may have contributed to the reported event.